Event description:
The customer reported that a "power interrupted" message appeared on the device during an operational check. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4).